Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of "instrument endowrist wire was broken." Failure analysis found the primary failure of a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Root cause of this failure is attributed to a component failure. Failure analysis found the secondary failure of failed clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was unable to successfully clip onto the tubing during in-house testing.

Event description:
It was reported that during a da vinci-assisted total hysterectomy - malignant surgical procedure, the large hem-o-lok clip applier instrument wire was broken. A backup instrument was used. The procedure was completed with no reported injury.